Event description:
Related manufacturer report number: manufacturing #2017865-2023-37573 during an in-clinic follow-up noise that lead to oversensing was detected on the right atrial lead. The noise was not reproducible with provocative testing. Technical support was contacted to resolve the event, however no known intervention has been performed at this time. The patient was stable and will continue to be monitored.